Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Price, a. (2008). Twenty-year survival and 10-year clinical results of the medial oxford unicompartmental knee arthroplasty. Journal of bone & joint surgery, british volume, vol. 90-b no. Supp iii., p. 579. (B)(4).

Event description:
Information was received based on review of a journal article entitled, "20-year survival and 10-year clinical results of the oxford unicompartmental knee arthroplasty." This complaint is reporting the revision due to loosening.